Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required to facilitate the stent expansion. Imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe that the stent is not fully expanded. Media analysis confirmed the reported event of stent failure to expand. Based on the information available and without proper evaluation of the device, it is unknown if the additional clinical observations were due to physician's device manipulation during the procedure or related to a device malfunction. The investigation findings and all information available concludes the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted trans gastric to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) cystgastrostomy procedure performed on (B)(6) 2025. During the procedure, the distal flange was slow to expand, and the proximal flange failed to expand completely. The physician required a 12-15 mm extractor balloon to dilate the flanges, and the procedure was then able to be completed. There were no patient complications reported as a result of this event.